Event description:
It was reported that during a da vinci-assisted salpingectomy surgical procedure, the prograsp instrument opened and closed on its own during installation, at the beginning of the procedure. The staff also reported a "check insertion friction" message was displayed. There were no errors captured in the logs at the time of the issue. Intuitive surgical, inc. (Isi) clinical sales representative (csr) was not in the room and was not able to determine if the instrument was installed before the system was ready. The procedure was completed with no reports of patient injury. Isi followed up with the site's robotics coordinator and the following additional information was obtained: the jaws of the prograsp forceps instrument opened on its own while inside of the patient.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the prograsp forceps instrument opened/closed on its own, and there was an insertion force error message, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. An intuitive field service engineer (fse) spoke with the site and was advised that it was unknown if the surgeon had opened/closed the master tool manipulator (mtm) without realizing it. The site also stated that the reported issue did not return in subsequent cases. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.